Event description:
A healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: observed striated opening in the radius side assessed as surgical damage and missing piece of shell assessed as inconclusive.

Event description:
A healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.